Manufacturer narrative:
No unexpected blank display anomalies or off no power anomalies were noted; no punctures on the isolation tape on the lcd board noted. The unit was received with no button response on the act button due to corrosion on keypad flex trace fingers. Unable to perform pump self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test, excessive no delivery test and operating currents measurements due to the unresponsive keypad. The following physical damage was noted: cracked casing at the display window corners noted, minor scratches on the lcd window, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. Corrosion on keypad traces was noted during visual inspection. Moisture damage on all electronic assemblies and motor assembly noted.

Event description:
The customer reported via phone call that her insulin pump was not working; the display went blank. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display anomaly. The customer inserted a brand new battery but the insulin pump would not power on. The customer mentioned that the device was cracked on the right side of the screen; the customer mentioned the possibility of having dropped the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.